Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother called via phone because they have changed the battery seven times and the insulin pump will not accept the battery. Troubleshooting was not performed. The customer's blood glucose was unknown. The product was not returned for analysis.